Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The connecting bolt inserter was received for evaluation. It was found that the connecting bolt inserter shaft is fractured near the hex tip. All fractured pieces were returned. The device history records were reviewed and no deviations or anomalies were identified. Hardness was also determined to be within specifications. This device is used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots. This item has a potential field age of approximately 3 years with an unknown usage and handling history at the time of the reported incident. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the tip of the inserter broke during surgery. No pieces were left in the patient.